Event description:
New information received noted that the patient presented in clinic on (B)(6)2021. Upon interrogation, it was noted the implantable cardioverter defibrillator exhibited more episodes of post-paced t-wave over-sensing. Programming changes were made. The patient continued to be asymptomatic at all times.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check on (B)(6) 2021. Upon interrogation, it was noted that the implantable cardioverter defibrillator exhibited multiple episodes of non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. Programming changes were made. The patient was asymptomatic at all times.